Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included irritable bowel syndrome and vaginal bleeding. Previously administered products included for an unreported indication: ortho cyclen, yasmin and sertraline. Concurrent conditions included overweight, carcinoid tumour pulmonary, asthma, seasonal allergy, raynaud's disease, uterine bleeding, menometrorrhagia and malaise. Concomitant products included cetirizine hydrochloride (zyrtec allergy), gabapentin, levonorgestrel, lorazepam, oxycodone hydrochloride;paracetamol (percocet), pregabalin (lyrica) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("ibs") and diarrhoea ("diarrhea"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced urticaria ("rashes or skin conditions: random bumpy breakouts/ random hive breakouts"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and breast pain ("breasts pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and dilatation and curettage with novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, urticaria, allergy to metals, fatigue, weight increased, irritable bowel syndrome, diarrhoea and breast pain outcome was unknown and the vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, breast pain, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: thickened appearance of the endometrial complex with small amount of free fluid noted. Small amount of fluid noted within the posterior cul-de-sac and adjacent to the right ovary. Intact arterial doppler flow demonstrated within the ovaries bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, abnormal vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and medical record received, reporter's information was added. Event injury was deleted. Events added: abnormal bleeding (vaginal, menorrhagia); rashes or skin conditions: random bumpy breakouts; migraines, headaches, nausea; nickel allergy; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); abdomen pain, breasts pain, vaginal discharge; fatigue; weight gain, ibs, diarrhea, did not undergo essure confirmation test. Event outcomes were updated. Medical history, lab data and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.